Manufacturer narrative:
(B)(4). Reference exemption # e2018002. Field safety engineer has performed following according to the service report: the machine was not on a patient at the time of the error. They were circulating saline. When the pump had its power recycled it cleared the error. The pump was checked then and it preformed normally with no errors and it is now back in service. Thus the failure could not be confirmed. The most possible root cause could not be determined as the failure could not be reproduced.

Event description:
As stated by the customer: "before the case started the user experienced a runaway error and the occlusion changed." No harm of the patient has been reported. (B)(4).